Event description:
Consumer alleges if you are laying in the bed, it is leaning in the upper right corner. Customer also states that there are 2 pieces of metal under the bed - on the left side appears normal and on the right side appears loose. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 4 years and 6 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the bed is leaning to one side. If she lays in the bed it leans to the upper right corner. The customer looked under the mattress and observed 2 pieces of metal the left side appeared normal but the right side appear loose. The customer contacted the dealer to resolve the issue. The customer has a potential to fall out of bed. MDR filed.